Manufacturer narrative:
(B)(4). Device not implanted, bent intra-operatively . Device not explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ part number: 456.358. Lot number: 6092509. Manufacture date: 02/26/09. Expiration date: n/a. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues for complaint number com-(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery on a partially fractured right femur, the surgeon was using two (2) trochanteric fixation nails (10x400 and 10x380), when the surgeon was inserting the intramedullary nail, the distal part of the bent nails became fatigued. The surgeon was using a hand drill with the first nail, therefore needed to change to the trauma recon system (trs). With the second nail, the surgeon had problems with the distal part of the nail, surgeon found that the thread sweeps. Neither nail broke, only bent. There was a 15 minute surgical delay. This is report 2 of 2 for com-(B)(4).